Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1009 (vent-inop): pressure regulation high. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse instructed the customer to check the tubing from the gds to the gas outlet port. They were crossed and after changing them to the correct port, there was no problem found. After disconnecting the proximal tubing on the patient circuit there was no vent inop and only a proximal line disconnect alarm. Based on information provided, the customer's alleged malfunction was confirmed to be a user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.